Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No display anomaly, button error alarm or audio anomaly was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an anomaly on the screen and unresponsive buttons on his or her insulin pump. The customer's blood glucose was unknown at the time of reporting. The device is being returned. No additional information was reported.